Manufacturer narrative:
Concomitant products: 6949-65, lead, implanted (B)(6) 2006, 5568-53, lead implanted (B)(6) 2006.

Event description:
It was reported that the left ventricular lead had high pacing impedance - which had been gradually increasing over four months - and the lead also had no capture, even at maximum output. A lead revision is being discussed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.